Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No programming changes were made. The patient status was unknown.

Event description:
New information received noted that the right ventricular lead exhibited noise oversensing. The patient continued to be monitored. The patient was stable throughout.